Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the mtm involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer reported that the left-hand control switches have been disabled by the system. The customer received phone assistance from the technical support engineer (tse). The tse checked the system logs and found error 23032. The tse walked the customer through system power cycle with no change. The tse walked the customer through hard power cycle of the surgeon side console (ssc) with no change. The customer continued with the procedure using the same system with master clutch pedal in leu of master tool manipulator-left (mtml) finger clutch.

Manufacturer narrative:
The isi field service engineer (fse) replaced the master tool manipulator (mtm) 2 to resolve the reported issue. The mtm 2 has been returned and evaluated by the failure analysis team on 04/26/2024. The mtm2 was returned for failure analysis, and the reported failure (error¿ 23032) was unable to be reproduced but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed.

Event description:
Refer to h10/h11 for follow-up information.